Manufacturer narrative:
Through follow up with the health care provider, it was learned this aortic valve was explanted after an implant duration of 25.10 months (2 years and 1 month) due to endocarditis and vegetation. As reported, this patient came back with bacterial endocarditis (staph hominus) on both native mitral and his aortic prosthetic valve. He had antibiotics and then successful re-do surgery. Indication for surgery was an enlarging aortic root abscess. The aortic prosthesis had a large vegetation but the cusps were intact. The patient is noted as being discharged. The explanted device is not available for return, since it was sent to microbiology and then discarded by the hospital. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A search of our complaints system was conducted for any reported infection involving a device sterilized in lot # s-11c1037 and there were no other reported events, as of (B)(6) 2015.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic pericardial valve was explanted after an implant duration of two (2) years, one (1) month and three (3) days. It was replaced with a 21mm valve of the same model aortic pericardial valve. The reason for explant has not been provided. No additional information is known at this time.

Manufacturer narrative:
Method device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. The device history record (DHR) review is in progress. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.